Manufacturer narrative:
The results of the investigation found the probe aspiration tubing was pulled out from the barb fitting on the probe engine. The tubing was expanded at the distal end with the matching fitting impression on the tubing as on the engine barb fitting. Additionally, the close and open pneumatic tubing's were detached from their sockets. There was light adhesive residue observed on the tubing ends. With all tubings detached from the probe and the rearshell also detached from the probe, in returned condition, we could not conclusively ascertain the specific failure mode for this event. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined based on the available information. In returned condition, all tubing were disconnected from the probe. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as detached tubing. Inadequate wetting of the tubing during bonding of the pneumatic drivelines. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that vitrectomy probe could not cut and the aspiration was normal before vitrectomy surgery. The surgery was completed by changing with new product. There was no patient impact.